Event description:
It was reported that customer experienced tandem mobi cartridge alarms, including cartridge alarm during cartridge load process, and had cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details and signature requirement, provided instructions for storage mode and pump return within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement pump.